Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead was plugged into the new implantable cardioverter defibrillator (ICD), and no pacing was observed, resulting in the patient experiencing asystole. Different pacing vectors were attempted, with the same result. A new device was attempted without success. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.